Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the an axium prime coil prematurely detached. The patient was undergoing treatment for an anterior communicating aneurysm. It was reported that after the microcatheter was in place during the surgery, the coil was formed into a hoop in the tumor cavity. During the process, the coil was automatically detached when it hadn't completely entered the tumor cavity. After it was clear that the coil was detached on its own, the microcatheter was withdrawn, and the tail of the coil was located in the internal carotid artery. A solitaire ab stent was used to successfully capture the coil outside the body. The main branches of the left internal carotid artery angiography were clearly shown, and there was no thrombosis. The microcatheter was guided by the guidewire into the tumor cavity to continue the embolization operation. The surgery was successfully completed, and the patient had no adverse reactions after the surgery.